Manufacturer narrative:
(B)(4). Updated sections: b-4, g-3, g-6, h-2, h-3, h-6, h-11. The device was returned to the factory for evaluation on 07/19/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. An investigation was conducted on 08/07/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and twisted away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No electrical testing was conducted due to the condition of the heater wire. Based on the photographic evaluation, the returned condition of the device as well as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed.the lot # 3000385584 history record review was completed. There was one (1) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section unique identifier (UDI) # d-4 : from (B)(4).

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was inserted into cannula, and into patient, and noticed part of the jaws were detached from the rest of the jaws prior to taking any branches. Just the metal heating wire on one side of the jaws. Nothing fell into the patient. Case was completed smoothly with a new and perfectly fine kit. Procedural delay just to get a new kit. No patient harm. Per photo provided by the complainant, it is observed that the heater wire is detached from the jaws. It is observed there is no blood on the device.